Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed pressure test 33.00psi. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
H10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem was unable to be duplicated. It was also noted that the device passed the pressure and occlusion tests. Service recommended replacing the downstream occlusion (dso) sensor for preventive measure: a full standard preventive maintenance will be performed. Based on the evidence, the complaint was not confirmed, and no fault was found.